Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex sacett suction above cuff endotracheal tube had reported problems introducing a suction catheter and it was observed that the airway pressure increased and tidal volume decreased periodically, but no significant disturbances in ventilation. Patient was intubated during their stay in the intensive care unit for mechanical ventilation immediately after surgical reconstruction of the abdominal aorta above the celiac trunk. The procedure was performed under general anesthesia using a double lumen endobronchial tube. On the next day, problems with ventilation were observed during resuscitation from cardiac arrest, caused as a result of circulatory disorders and septic shock. The tube was exchanged for a new one, which resulted in improved lung ventilation. During removal, it was noted that the tube was kinked in the middle part, bent, and twisted. No permanent injury was reported.

Manufacturer narrative:
One used 8.0 sacett¿ suction above cuff endotracheal tube was returned for investigation. The device was received inside a plastic bag without its original packaging. A review of the device history record, for the reported lot, found no non-conformities or issues during manufacturing. Visual inspection was at a distance of 12" and no device discrepancies were observed. A device overlay was then used to confirm the radius and the orientation of the blue line; no defects were observed and the blue line was not twisted. Investigation was unable to find fault with the returned product. (B)(4).